Manufacturer narrative:
Upon further review section g3 - date received by mfg inadvertently had the incorrect date of 7/8/2028, the correct date was 7/8/2024.

Event description:
The field service engineer (fse) reported a cut while performing technical service on an alinity hq processing module. The fse stated they sustained a deep cut on the edge of the analyzer while replacing the side cover. A bandage was applied to the cut and the fse was given a tetanus shot. There was no impact to patient management reported. There was no additional impact to the user.

Manufacturer narrative:
Updated information for section d2b - procode grz changed to gkz the field service engineer (fse) sustained a deep cut to the index/forefinger from the instrument's edge (chassis) while replacing the side cover on an alinity hq processing module. A bandage was applied to the cut, and the fse was given a tetanus shot. No additional injury or treatment was reported after the initial treatment in this incident. Information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of the serial number history for (B)(6) did not identify other incidents related to the complaint issue. A review of tracking and trending of the alinity hq processing module and front cover kit hq did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) or front cover kit hq was identified.

Event description:
The field service engineer (fse) reported a cut while performing technical service on an alinity hq processing module. The fse stated they sustained a deep cut on the edge of the analyzer while replacing the side cover. A bandage was applied to the cut and the fse was given a tetanus shot. There was no impact to patient management reported. There was no additional impact to the user.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.